Event description:
During intestinal resection the suturatrice stops and closes after the third shot. You don't activate the firing mechanism anymore. The patient needed a widening of the resection.

Manufacturer narrative:
(B)(4). Date sent: 10/18/2024. D4: batch # unk. Additional information was requested, and the following was obtained: did the device jaws open? Yes or no? Yes. Was there any difficulty removing the device from the patient? Yes or no? No. Did the device fire at all? Yes or no? Don't know. Was the home button pressed? Yes or no? Yes. Did the device deploy any staples on the 3rd firing? Yes or no? No. Did the device cut the tissue on the 3rd firing? Yes or no? Yes. Did the knife fully return to its home position? Yes or no? No. Was the manual override function used? Yes or no? Yes. A manufacturing record evaluation was performed for the finished device pcee60a lot number a9eh62 and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.